Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent records found both cutters failed the test cut with an incomplete mesh. Review of the provided picture found the graft bunched on one side. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2023-01120-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the account just received two 4:1 cutters and both cutters they tried on different meshers completed destroyed the graft. The event occurred during surgery. An additional unplanned skin graft was needed in order to complete the surgery. There was no excessive delay reported beyond the time to obtain a new device. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(6). This medwatch is being filed as an initial report. Additional reports: 0001526350-2023-01120. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the account just received two 4:1 cutters and both cutters they tried on different meshers completed destroyed the graft. The event occurred during f surgery on an unknown date. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.